Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the customer was using humalog supplies for over 48 hours. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 11 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.